Manufacturer narrative:
Updated, device received. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after 7 days of a tonsillectomy procedure with coblation halo wand, patient had a post operative bleed. The procedure finished with the same device. No surgical delay. The bleeding was cauterized in the operating room. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.